Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead exhibited noise, was failed to capture and had high pacing impedance measurements. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise, failure to capture, and high pacing lead impedance were not confirmed. As received, a complete lead was returned. Electrical testing was normal. Visual and x-ray examination was also normal with the exception of procedural damage.

Event description:
New information received noted that the reported noise, failed to capture and high pacing impedance measurements were on the right atrial (ra) lead.